Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the root cause of the device occlusion and the cerebral infarction is unknown.

Event description:
On (B)(6) 2008, the patient underwent endovascular repair of an abdominal aortic aneurysm and a right common iliac artery aneurysm using gore excluder aaa endoprosthesis. Case planning included a coil embolization of the right iliac artery, and then intentionally covering right internal iliac artery with the device. It was reported that thrombus was present in most of the left common iliac artery. After deployment of the contralateral leg component implanted at the left limb, it was found that distal end of the device was occluded with thrombus. A thrombectomy was performed to treat the occlusion and a metal stent was also deployed. Final angiogram showed no endoleak, and the physician completed the procedure. On (B)(6) 2008, the patient experienced a cerebral infarction. The physician treated it with administration of medication and started the patient on rehabilitation. The patient has since been lost to follow up.